Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a patient was hospitalized with peritonitis. On (B)(6) 2016 her peritoneal dialysis fluid was cultured and showed no growth. The patient was treated with vancomycin 2g intraperitoneally (ip) two times a week for four weeks.

Manufacturer narrative:
Clinical review revealed no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A companion sample was obtained for physical evaluation. Visual inspection and simulated testing was performed on four tubing sets of the companion sample devices. The tests were completed successfully without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.